Event description:
Carefusion maxguard pressure rated extension set separated during CT study. Pt had the purple stripe psi rated tubing. Separation of the tubing occurred in the CT scan suite during a power injection of IV contrast isovue 300. The IV separated easily and test was compromised. Pt had rectal contrast on board and was extremely uncomfotable so test was completed without additional contrast. IV site had to be discontinued and the scan was not diagnostic. Patient was harmed by additional IV and loss of contrast enhancement on a critical inpatient.